Event description:
The caller alleged discrepant results when compared with the lab and another poc meter. The following results were reported: 4.7 on inratio, 3.7 on poc meter, and 3.7 on lab. Based on inr results, dose was held.